Event description:
It was reported via repair work order that the bed lift was inoperable due to mailfunction cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.